Event description:
Hospitalization due to revision surgery. Femoral stem was found to be loose secondary to failure to ingrow. Left thigh pain and groin pain. Disability. Loosening of implant, continued pain, continued swelling, failure of growth of the femoral component. (B)(4).